Event description:
Reporter noted two weeks ago, and three weeks ago, he had completed a vitrectomy and membrane peel on two patients that have presented with exudative swelling of macula. Feels swelling may be related to use of this system. Power settings were at 30-40%. This event is being filed under manufacturer report number 2028159-2006-00319. The other event is filed under manufacturer report number 2028159-2006-00320. Additional information received noted both patients had kenalog injections and fluorescein scans, noting subretinal deposits of pigmentation, druesen-like changes. Feels this could be phototoxicity. One patient is doing better, but this patient is not doing as well as he'd like to see.

Manufacturer narrative:
System evaluation and root cause analysis is in process. Doctor was reluctant to complete questionnaire, and it has not been returned to date.